Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative regarding a patient receiving fentanyl (5000 mcg/ml at 1950 mcg/day) via an implantable infusion pump. It was reported that the patient experienced an overdose shortly after the pump was refilled. It was noted that the patient got very sleepy and began to have hallucinations and an altered mental status. There was no reports of any environmental/external/patient factors that may have led or contributed to the issue. It was reported that 2 doses of narcan were administered one nasal and the other an injection; the patient responded and was more alert. It was also reported that the pump dose was decreased by 50%. The issue was noted as resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
H3: analysis of pump (s/n (B)(6) identified no anomalies. In-house finding of catheter (s/n (B)(6) identified a tear in the inside sealing surface of the sutureless connector (sc), near the guide ring which did not affect the functionality of the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information stated that patient was receiving morphine and droperidol with a concentration of 1mg/ml and 100 mcg/ml and dose of 0.0062 mg/day and 0.62 mcg/day respectively.

Manufacturer narrative:
Pump and catheter were returned for analysis. Analysis not yet completed. If information is provided in the future, a supplemental report will be issued.